Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire was left behind in patient. Against user guide recommendations, patient's mother removed transmitter prior to removing sensor pod. Patient's mother claimed that the sensor wire was removed from insertion site and discarded. At the time of the call with dexcom technical support, no medical intervention or injuries were reported.